Event description:
Rn of a home patient reported a minicap falling off the patient's transfer set. Per rn, a set change was performed without any antibiotic treatment administered. Per the rn, no pt injury was associated with this incident.